Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2eff3. Product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 08-feb-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had called them angry because the patient was having issues with their therapy and thought their ins battery might have died. Technical services (tss) redirected the hcp to the national answering service (nas.) Additional information was received from a manufacturer representative (rep). The rep reported that the patient (pt) states they had discomfort from lead placement, and ins was loosing battery life. The health care provider (hcp) will be performing a replacement of lead and ins, within next few weeks, to resolve the matter.